Event description:
According to the reporter, during a wedge/segmental resection, the surgeon tried to the firing the device, however strange sounds were heard from the handle, the device did not work. There was an incomplete staple line. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.